Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, a suspected bleed was observed on dwi and flair scans to evaluate the extent of the ablation. It was reported that some signal, the suspected bleed, was observed near the entry site. Although, it was noted that there was no indication on the 3d t1 image acquisitions run after the non-medtronic stylet and medtronic catether had been inserted. The surgeon did not opt for a second trajectory to ablate additional hippocampus tissue, given the artifact at the entry point and that the ablation had covered where the depth electrode recordings indicated seizure activity. T2 and t1+contrast image acquisitions were taken after removing the catheter and non-medtronic tower, which did not show evidence of a bleed in the brain. The surgeon believed the observations on the flair were likely a subarachnoid bleed that had started to dissipate by the time the image acquisitions were performed. There was no reported delay to the procedure due to this issue. It was also reported that the patient was released 2 days post-operative though the surgeon noted that the patient could have gone home on the first day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no allegation of deficiency against the software of the thermal therapy system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.